Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd connector also, unable to confirm auto off alarm due to unresponsive buttons. No frozen screen noted. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive, especially the esc and act buttons. The customer's blood glucose reading was 158 mg/dl at the time of incident. Troubleshooting found that the customer removed the battery for ten minutes and then reinstalled the battery but the problems persist. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.